Event description:
Additional information was received that the patient was having painful stimulation and after having settings readjusted they felt better. System diagnostics was performed and results showed there was no malfunction.

Event description:
It was reported that the patient felt their device was malfunctioning and was referred for explant by their family physician. The patient has not had a neurologist for two years. Based on this information, it is likely the patient is referring to a malfunction due to an unknown adverse event as there is no indication they have had their device checked. No known surgery for the event has occurred to date. No additional relevant information has been received to date.